Event description:
It was reported that the lead had perforated the right ventricular apex. There was no capture and no sensing. The lead was repositioned on the septal wall and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.